Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebt0142 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the PICC line was leaking just below the white wings on one side of the blue groshong catheter. Item has been removed and a new line has been placed. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leak is confirmed and was determined to be use related. One 5 fr dual lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small, longitudinal split was observed in the catheter approximately 1 mm distal to the molded joint. An initial visual observation showed use residue on the returned sample. A small, longitudinal split was observed in the catheter approximately 1 mm distal to the molded joint. Both lumens were flushed with a 12 ml syringe of water and a spraying was observed emanating from the split when the red (proximal) lumen was flushed. A microscopic observation revealed the edges of the split to be rough, mostly straight, and curved inward slightly. The fracture surface was observed to be slightly uneven and granular in texture. Abrasive damage was observed on the inner wall of the lumen near the split. The characteristics of the split and the damage observed around the split are indicative of stylet damage. Stylet damage can occur if the stylet is not wetted prior to manipulation of the stylet within the catheter, by excessive force during manipulation of the stylet, and/or by pinching or clamping of the catheter with the stylet still inserted. The product IFU states: ¿preflush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet¿ and ¿never use force to remove the stylet. Resistance can damage the catheter.¿ a lot history review (lhr) of rebt0142 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line was leaking just below the white wings on one side of the blue groshong catheter. Item has been removed and a new line has been placed. There was no reported patient injury.